Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-00749 and 2134265-2018-00578. It was reported that automatic pullback failure occurred. The target lesion was located in left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that the sled could not pullback. Completed with another with same pullback sled. No patient complications were reported and patients' condition is stable.